Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported that six of his freestyle libre sensors provided readings that were "35% - 142% higher" than readings obtained on another adc blood glucose device. Customer reported receiving sensor scans of 120 mg/dl, 84 mg/dl, and 155 mg/dl compared to readings of 89 mg/dl, 50 mg/dl, and 64 mg/dl obtained respectively (device unspecified). No symptoms were reported and there was no report of third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.